Event description:
Contact reported that after completing a discetomy/cecompression, the surgeon was placing a leopard cage. The cage broke during insertion forcing the cage insertion instrument into the spinal cord. The leopard cage was removed and another 8mm cage was inserted. Ssep monitoring immediately found that the patient lost bi-lateral sensitivity . The left leg returned to normal, but the right leg and foot has only trace movement.